Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was not clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a malfunction in the monitor, and it was not working. Upon functional testing fse identified problem with the live image monitor that was mounted on the arm inside the exam room did not display anything. The fse replaced monitor and the transmitter. After replacement of the monitor and the transmitter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live monitor of the allura device was not displaying. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified a faulty dvi. This was replaced, and the device was returned to expected functionality.